Event description:
While scanning, the pt and the operator could hear a "bang" and smoke started to enter the examination room. No flames were seen but smoke came from the rear part of the magnet. The operator evacuated the pt and closed the door to the examination room. Nobody was injured and the burning stopped by itself. When the fire brigade came to the site, they sucked the smoke away and opened the rear cover of the magnet to make sure that nothing was burning.

Manufacturer narrative:
Investigation indicates that the overheating started from gradient cable connections located behind the cover at the rear of the magnet. Cause unk. Overheating/burn has been concentrated on the cable covers with two different types: (B) (4) cable protection, 33.3/28mm, pvc (classified as (B) (4). On manuf.); (B) (4) cable protection, inner diam. 16mm, pvc (classified as (B) (4)). In class v1 burning stops within 30 seconds on a vertical specimen; no drips allowed and in class v0 burning stops within 10 seconds on a vertical specimen; no drips allowed. Both are fully acceptable for the purpose. The reported "bang" is assumed to be originated from the gradient amplifier. The amplifier is protected against short circuit and open circuit, but when a connector fails, there is an ambiguous intermittent load. Prior to the connector burning open, the amplifier attempts to maintain constant current by increasing the output power. Power components typically fail with a bang. This is being reported because if the malfunction were to recur, the failure would not produce a catastrophic fire, but the smoke could potentially harm a pt in the bore if they were not removed in a timely manner.